Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data investigation could not confirm the no vibration alert on the mobile app, as there was no data found related to the missed vibration alert from (B)(6) 2023 to (B)(6) 2023. The probable cause could not be determined.